Event description:
A report received from another country indicated a physician encountered balloon rupture during a percutaneous coronary intervention with a cordis cypher stent delivery system. The target lesion was the proximal right coronary artery described as de novo, heavily calcified and slightly torutuous with 90% stenosis. The vessel was predilated with an unk 2.0mm balloon; length unk. While the cypher was being inflated, the pressure stopped increasing at 12 to 14 atms and blood was noted in the inflation device. The physician suspected a balloon rupture: therefore, post dilatation was conducted with the same balloon used for predilatation. The procedure was completed without injury to the pt. According to the physician, lesion characteristics may have contributed to the balloon rupture; "there was strong calcification and its possible that the calcification was frayed".

Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states delivery system. This product is available for eval, but has not yet been received. Add'l info will be submitted within 30 days upon receipt.